Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump had a bad pcb board, continuous alarm, and solid line on the screen. No patient injury reported.

Manufacturer narrative:
Device evaluation: both tamper seals are broken. Chipped top case left corner, cracked bottom case. Visually inspected all the boards and found no damage. Unable to view ehl due to blank screen with constant alarm. Root cause is the incomplete update process by customer. The root cause was not any of the boards, they had no damage and were operating as intended. Uploaded software from base to head of the pump to solve the reported problem. Updated to software v1.6.5. Performed power up process, pm and all functional tests which passed. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.5 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.